Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 22 mg/dl and 118 mg/dl, lo (less than 10 mg/dl), 20 mg/dl, and 82 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4).